Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by norway that during service and evaluation, it was observed that the control unit was not functioning and defective on the small battery drive device. It was noted that the device was tested and the motor, controller, and several other parts were damaged and failed specifications. It was further noted that the device failed pre-repair diagnostic tests for attachment coupling assessment, battery case coupling assessment, the off/osc/on switch mode function, oscillation angle, triggers and electric control unit (ecu) function, switching function, and power at the motor with test bench. It was noted in the service order ¿oscillating mode is not working. The customer also claimed that it once ran in reverse when only the forward button was pushed¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.